Manufacturer narrative:
If information is provided in the future, a supplemental report will be issued.

Event description:
Information was received from a consumer regarding their implantable neurostimulator (ins) for urinary dysfunction/sacral nerve stimulation and gastrointestinal/pelvic floor. It was reported that patient was having issues with symptoms 3-4 days ago, so they were going to adjust settings and got the power on reset (por) message. It was noted that patient recently had a cardioversion. No further complications were reported.